Event description:
It was reported, the videoscope blackout. The issue occurred during preparation for use. Completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the charged coupled device unit is broken and no image is produced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the loss of image occurred because the image sensor unit was damaged while the user was handling the device due to irregular stress that was applied to the bending section. The reported event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image the reported event can be prevented by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When inserting and/or withdrawing the endoscope into/from a trocar tube, turn the angulation lock to its free position and release the angulation control levers to straighten the bending section. Also, when using a trocar tube with a valve, keep the valve open during insertion/withdrawal of the endoscope into/from the trocar tube to prevent damage to the bending section of the endoscope. Do not pull the insertion section of the endoscope with excessive force while the endoscope is inserted into the trocar tube and the bending section is angulated. The bending section may be damaged." Olympus will continue to monitor field performance for this device.